Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint that the autopulse platform (sn (B)(6)) displayed fault code 29 (loss of brake connectivity) was confirmed during archive data review and functional testing. The root cause of fault code 29 was a seized (stuck) brake assembly, which led to the drivetrain failing to function. The seized brake could have resulted from humidity or user handling. A review of the autopulse platform archive revealed that frequent daily checks were not performed. Daily device checks are required per the user manual to help prevent the brake from seizing. Visual inspection revealed that the front and bottom enclosures had multiple cracks and breakages in their screw well areas, unrelated to the reported complaint. The probable root cause for the observed physical damages was user mishandling. The enclosures will be replaced to address the issues. A review of the archive data showed multiple fault code 29 (loss of brake connectivity) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed the initial functional test as it displayed fault code 29 upon powering on, confirming the reported complaint. While powering up, there was no brake activation. The brake assembly was stuck/seized, causing the drivetrain motor to fail, resulting in fault code 29. The drivetrain motor assembly was replaced with a known-good service part to remedy the problem. Subsequently, the autopulse was subjected to a run-in test using a large resuscitation test fixture (lrtf) with known-good batteries until discharged without fault or error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) ) displayed fault code 29 (loss of brake connectivity). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.